Event description:
It was reported that the pocket site was painful. It was stated that the patient was thin as she had lost weight. A revision was planned for (B)(6) to move the pump an inch superior. The drug used in the system was unknown. Five days later, it was reported that the pump was moved two inches superior and one inch lateral to avoid a bony prominence. There were no issues with the catheter and a satisfactory dye study was performed. It was also stated that there was never an issue of adequate therapy. The reporter was not aware of the patient¿s post-operative status.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).